Manufacturer narrative:
Additional information can be found from the following fields: d9 and h3. Failure analysis (fa) information can also be found in section h10. Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer-reported complaint "the force bipolar was stuck¿. The instrument was placed and driven on an in-house system. The instrument was removed from the system without the use of the emergency release kit in all 3 of the attempts. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Fa notes indicated that ¿issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues¿. Additional observations that were not reported by the customer: the instrument was found to have a bent grip, causing side-to-side misalignment of the grips. There was a .029¿ offset at the tips. The probable root cause of bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The instrument was also found to have the housing broken above the lower chassis. The instrument had a snap tab broken. The probable root cause of broken housing is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted for review. A review of log report was performed. Per the review, the force bipolar instrument (part#471405-06/k10220502 0435) was last used on (B)(6) 2022 , on system (B)(4). The force bipolar has one use remaining after last use. The instrument has max 12 lives. This complaint is being reported due to the following conclusion: it was alleged that the force bipolar instrument got stuck. It is unknown if the jaws of the instrument failed to unclamp, release from tissue, or open. It is also unknown if the force bipolar instrument could not be removed from the cannula due to the grip tips sticking out or the jaw dislodged. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the force bipolar instrument was stuck. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.